Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 6 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). A total loss of power event that was associated with low power hazard, and power cable disconnect alarms was active on (B)(6) 2021 from 23:45:33 ¿ 23:45:37. These alarms appear to be caused due to a loss of ac power while connected to the mpu. The backup battery provided power to the system during these events. The alarm cleared when power was restored to the controller. Pump operation was not affected. There were no other notable alarms. Multiple good faith efforts were sent regarding the serial number of the mpu, if any equipment was replaced and if it would be returned, if the mpu had a v-lock connector on the ac power cord, if it was known whether any environmental circumstances may have caused the reported event, or if the power cord came detached from the unit. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed due to no serial number being provided for the mpu. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low voltage advisory and, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-07274. It was reported that the patient had acute heart failure and echocardiogram changes and their log files were sent in for analysis due to a "loss of external power" event. Technical services reviewed the log files and found several low power advisory events while connected to battery power on (B)(6) 2021. It was recommended that the battery and clip contacts be cleaned, and possibly replaced to resolve this issue. It was also found that on (B)(6) 2021 a total loss of external power while connected to the mobile power unit (mpu) had occurred. This was caused by a brief interruption to the mpu's power. The external backup battery engaged and no interruption to pump power was seen in the log files. It was also noted that the patient slept on battery power for a few nights, following the no external power event.